Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued d4: mcghan device noted.

Event description:
Healthcare professional further reported right side capsular contracture baker grade IV. A capsulectomy was performed. Previously reported event of "autoimmune disease" is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture with intracapsular silicone diffusion, and auto-immune disease. Device has been explanted.